Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was returned with the implant coil attached to the delivery pusher. The delivery pusher was had evidence of lead wire delamination along the mid and proximal sections of pusher. There was no evidence noted of any damage to the implant or attachment zone. Based on the available information and evaluation of the returned device, the complaint of a pusher separation can be confirmed. The electrical lead wires were noted to be separated from the core wire on the delivery pusher. The root cause cannot be determined; however, the device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications.

Event description:
It was reported that when the coil was inserted in the microcatheter, the pusher separated. The coil was removed from the patient. There was no reported intervention, patient injury, or health damage.